Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of a foreign clinical study reported that on the 25th day after implantation, there were effusions and burning sensation coming from the suture wound in the insertion location. The wound could not be closed despite administration of antibiotic and negative pressure wound therapy on (B)(6) 2015, the device was inserted again into the same spot. On the 10th day after reinsertion, effusions started coming out, it was closed, then opened again, but eventually resulted in removal. It was believed to be an infection due to insertion of the nerve stimulator. Interventions included antibiotics, external antibacterial medication, device insertion, and then removed. The event was considered related to the nerve stimulator. Wound cultures were taken and resulted in (B)(6) on (B)(6) 2015. At a follow up check on (B)(6) 2015 the physician reported that the patient was in remission. The outcome was noted as recovering. Relevant medical history included: chronic bowel incontinence.